Manufacturer narrative:
Email received by facility and sales representative, (B)(6) inc. Who provided the following additional information in regards to this reported incident. "I sent your questions to the customer and here's all they responded, "it happens with most of the patients that they apply this product to especially around the edges. They will find that the strings detach from the dressing itself and embeds itself into the wounds. They're having to pick it out of the fibers during dressing changes or baths. Move the fibers causes discomfort to the patient but no long lasting effects noted." No samples are available for return and evaluation. Therefore, a root cause maybe difficult to impossible to determine. No further information has been provided. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It has been reported, sterile burn dressings, 18" x 18 "is shedding quite a bit and embedding into wounds and they then have to pick pieces out."